Event description:
Doctor was trying out the osteopower system and was not used to the amount that the bur stuck out of the handpiece. The bur cut the pt's lip and required one stitch. The pt is fine and requires no further attention. The IFU states that the surgeon should be thoroughly familiar with the proer operations of the powered surgical instruments and accessories prior to use.

Manufacturer narrative:
Device not returned. Report from dr.'s office. Doctor was using product for first time. Pt required one stitch and according to office is currently doing fine.